Manufacturer narrative:
(B)(4). The date of the event onset was reported as an unknown date in (B)(6) 2015. (B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. Treatment details were not reported. Action taken with physioneal therapy was not reported. The patient's recovery status and outcome of the event were not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The previously reported peritonitis was manifested by abdominal pain and cloudy effluent. The patient was hospitalized for the previously reported peritonitis event. Beginning on the day hospitalization started, the patient was treated with biofuroksym for four days (route, dosage, and frequency not reported) and fortum (125 milligrams per liter for four days, route and frequency not reported) for the previously reported peritonitis event. Beginning four days after hospitalization started, the patient was treated with vancomycin (1000 milligrams per liter every five days for nineteen days, route not reported) for the previously reported peritonitis event. After fourteen days of hospitalization, the patient was discharged. Eleven days after hospitalization ended, the patient was re-hospitalized for the previously reported peritonitis event. Beginning on the day of the repeat hospitalization, the patient was treated with tienam (50 milligrams per liter for twenty-two days, route and frequency not reported) for the previously reported peritonitis event. Fourteen days after repeat hospitalization began; the peritoneal dialysis catheter was changed. After twenty-two days of repeat hospitalization, the patient was discharged. The patient was recovered from the previously reported peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.